Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on april 29, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nasal/throat irritation or soreness, device will not turn on/ device not functioning related to a bipap device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they were able to confirm the device powered on and provided airflow. The manufacturer inspected internally and externally, found dust like contaminates on the front panel, rear panel and top enclosure, a heavy dust like contaminate in the filter area of the blower box confirming debris in the airpath, an unknown dust contaminant on the ui panel, bottom enclosure, blower box, blower cap, pca, rear panel o ring, and blower, evidence of liquid ingress and a white dust contaminate consistent with mineral deposits were observed on the blower and blower box , a keratin-like substance was observed on the blower box outlet, evidence of sound abatement foam degradation/ breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found zero error codes. The manufacturer concludes that they were not able to confirm the customer complaint or directly address the patients symptoms and there was no evidence of sound abatement foam degradation. Sections d8, d9, h2, h3, h6 has been updated in this report.